Event description:
It was reported that the device coating was peeled (at the remote control switch and camera cable -main body side). Per the report, no defects when using. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the switch cover snap-off detached and the switch cover folding stopper was found to be flooded. A definitive root cause cannot be identified. Definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): handling and general precautions: (caution): do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Do not apply impact to the camera head. Doing so may damage the camera head. Endoscope image disappearance and freezing. Warning : observe the following endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7pro when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. When straightening the camera cable, a part of the camera cable may become a loop of approx. 10 cm or less. When a loop of approx. 10 cm or less occurs, do not forcibly pull on the camera cable, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the device coating was peeled (at the remote control switch and camera cable -main body side). Per the report, no defects when using. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned , evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.